Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and a "call tech support" was observed on the display screen. The receiver log was reviewed and screen error alarms were observed. The reported event of a hardware error was confirmed. A root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the receiver displayed a hardware error on (B)(6) 2016. The patient's wife did not report injury or medical intervention. No additional patient or event information is available.